Event description:
A report was received that the patient was experiencing itchiness on the upper right leg and back due to a tape reaction. A clear fluid was noted around the patients underpants. The patient was prescribed with a medication.